Manufacturer narrative:
Concomitant products: product ID 8590-1, lot# n307168, implanted: (B)(6) 2012, product type accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Event description:
It was reported that the pump had rotated from the 12 o'clock position to the 3 o'clock. The patient was experiencing discomfort, though noted that therapy was working as intended. The device system was infusing morphine.